Event description:
New bag of insulin prepared and verified with two rn. The correct dosages and infusion rate were entered. Pump programmed to deliver 1unit/hr; pump infused entire bag of insulin (100units) in 45min although pump displayed only 1ml infused. Reported by caregiver that the door on the pump had a 1/4" gap at the top of the door when the problem occurred. Pump did not alarm "door open". The "door open" sensor is located at the bottom of the door. We could not recreate the free flow problem by prying open the door at the top.